Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 11-jun-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") and device breakage ("remnants of essure in uterus") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, 8 years 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy) and surgery (c-section on (B)(6) 2018 to remove remnants of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown and the device breakage had not resolved. The reporter provided no causality assessment for device breakage and medical device removal with essure. The reporter commented: she commented she was not removing her organs for pleasure, and that essure caused her a lot of physical and psychic damage, so she was hoping to recover her normal life again. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2018 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 761 cases. Device breakage. The analysis in the global safety database revealed 2615 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ("lumbalgia"), device breakage ("remnants of essure in uterus") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vulvovaginal mycotic infection ("vaginal fungi"), eczema ("eczema"), weight increased ("weight gain") and menometrorrhagia ("irregular menstrual periods of up to 1 month of duration"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy on (B)(6) 2018) and surgery (c-section on (B)(6) 2018 to remove remnants of essure). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, genital haemorrhage, headache, vulvovaginal mycotic infection, eczema, weight increased and menometrorrhagia outcome was unknown and the device breakage had not resolved. The reporter provided no causality assessment for back pain, device breakage, eczema, genital haemorrhage, headache, menometrorrhagia, vulvovaginal mycotic infection and weight increased with essure. The reporter commented: she commented she was not removing her organs for pleasure, and that essure caused her a lot of physical and psychic damage, so she was hoping to recover her normal life again. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed 559 cases. Device breakage. The analysis in the global safety database revealed 2.725 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: added events genital haemorrhage, headache, back pain, menometrorrhagia, vulvovaginal mycotic infection, eczema , weight increased. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/46004) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of back pain ("lumbalgia"), device breakage ("remnants of essure in uterus") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vulvovaginal mycotic infection ("vaginal fungi"), eczema ("eczema"), weight increased ("weight gain") and menometrorrhagia ("irregular menstrual periods of up to 1 month of duration"). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy on (B)(6)2018) and surgery (c-section on (B)(6)2018 to remove remnants of essure). Essure was removed on (B)(6)-2018. At the time of the report, the back pain, genital haemorrhage, headache, vulvovaginal mycotic infection, eczema, weight increased and menometrorrhagia outcome was unknown and the device breakage had not resolved. The reporter provided no causality assessment for back pain, device breakage, eczema, genital haemorrhage, headache, menometrorrhagia, vulvovaginal mycotic infection and weight increased with essure. The reporter commented: she commented she was not removing her organs for pleasure, and that essure caused her a lot of physical and psychic damage, so she was hoping to recover her normal life again. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.